Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown; however the customer reported that it happened within the last two weeks. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that onelink connector came off the extension set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.